Event description:
The customer received a pump reset message while plugging in his pump. The battery gauge was at 90% prior to the reset. Reportedly, there was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received, a supplemental report will be submitted if the device is received.